Event description:
It was reported that there was a lead dislodgement the day of implant. The lead was successfully repositioned and remains in use. No patient complications have been reported as a result of this event. The patient was noted to be part of the system longevity study.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 7120 competitor implantable tachy lead, (B)(6) 2011; 5076-45 implantable pacing lead, (B)(6) 2011. (B)(4).